Event description:
Approx one month after implant surgery, the pt's family member reportedly observed part of the implant's ceramic case was prominent. In 9/2004, the pt was seen for eval. At this time, the pt reportedly had a suppurative area. The pt was prescribed an eight day course of antibiotics (prescription name not given). Suppuration stopped while pt was taking antibiotics. However, once the pt's prescription was finished, the suppuration was observed. The surgeon prescribed tetracycline for the pt. The implant site healed. However, it was observed that the pt's cii device had migrated out of the bony bed and the case was prominent. The surgeon requested x-rays. Revision surgery will be scheduled.